Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. One opened trocar assembly was received for evaluation. The returned sample was visually inspected and was found non-conforming with no cannula present. Adhesive is present inside of the hub. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub; therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a trocar was extracted from a patient's eye without the cannula during removal at the end of a vitrectomy procedure. It is unknown if the terminal part remained in the eye or fell out. During follow up, additional information was received which indicated that there was no evidence of device fragment. It was also suggested that different features of the device may have contributed to the event. Additional information has been requested. The product sample has been requested.